Event description:
Patient expired. A scan confirmed a graft seal separation of the zfen-p-2-34-137-r and zfen-d-12-28-91-c. Approximately 1 week prior to this occurrence, the patient experienced a significant fall down stairs which resulted in hospital admission. It is unknown at this time if the patient was released home prior to this occurrence, or was still admitted into the hospital from the fall. According to the initial reporter the date of event was stated to be "around christmas 2024".